Event description:
Pt data entered in unit does not "stay attached" to the study done. Ie. If a study is done on the left arm and then the right arm, the machine indicates that all of the images are of the last side done (right). If the annotation is changed, all data is re-marked, instead of the displayed image. High potential for images to be mis-marked with wrong right/left indicator.